Event description:
It was reported that a symptomatic patient experiencing fatigue presented in the emergency room. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2014. The procedure was performed without complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.